Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The cause of the peritonitis event was unknown but it was reported that it may have been due to the patient leaving the air conditioner and fan on while they performed therapy. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics and was reported to have recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.